Event description:
It was reported that the ilet user's blood glucose was reading ¿high¿ and trending upward while using a 6 mm steel contact detach infusion set, with an occlusion alert that resolved only after a supply change. Troubleshooting and education were provided regarding correction dose timing. Symptoms included hyperglycemia reaching 400 mg/dl. Outcomes included stabilization of blood glucose several hours later. Investigation included review of product performance and user-reported troubleshooting steps. Investigation of this case revealed an infusion set occlusion associated with the contact detach set that resolved after replacing supplies, consistent with an infusion delivery interruption. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion leading to transient hyperglycemia.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.